Event description:
It was reported that patient received inappropriate therapy for atrial fibrillation. The patient later underwent av node ablation and the device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.